Manufacturer narrative:
(B)(4). D10: unknown oxford tibial component, lot unknown. Unknown oxford femoral component, lot unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the polyethylene insert dislocated in the left knee and was upsized to a size five insert. No further information is available.